Event description:
On (B) (6) 2006, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2010, follow-up computed tomography images demonstrated a distal type I endoleak. On (B) (6) 2010, a reintervention occurred to repair a distal type I endoleak. A contralateral leg component was placed distally extending the trunk-ipsilateral leg component on the right side. The endoleak was resolved. The pt tolerated the procedure and is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type I endoleak required reintervention.